Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation but was checked locally. Device history log was reviewed by our investigator in brézins. No infusion was recorded (neither start nor setting) for october 27, 2025, and since the complaint concerns an infusion issue, the event is not confirmed. No infusion was recorded on the complete log received (only 2 pages for a year of extraction). As per provided quality control certificate provided by the engineer: "the occlusivity and air-detector tests have failed." Which is not related to the complaint. The tests related to the complaint are compliant. According provided photos, device was found with dirt and leakage inside and a broken screw insert on housing. This damage is not related to the event described. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: "we encountered an issue with a pump during a recent blood transfusion. The pump did not infuse correctly, and the full bag was not delivered." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.